Event description:
Patient reported there is a leak at the headset of the infusion set of the infusion device. Patient stated, the leak is under the adhesive. Patient reported, she discovered the leak because, she felt moisture through her shirt. Patient stated this issue has occurred on 8 infusion sets. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.